Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized the same day of onset. On that same day, the patient began treatment with an injection of imipenem (250 milligram, once a day) and an injection of vancomycin (1gram, after five days) for peritonitis. The cause of peritonitis was unknown. The patient recovered from the event. At the time of this report, antibiotic treatment was ongoing. Action taken with dianeal therapy was ongoing. No additional information is available.